Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV and breast pain".

Event description:
Healthcare professional reported "capsular contracture baker grade IV and breast pain". This record is for the right side. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b3, d4, d6a, d6b, h4.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and breast pain". Healthcare professional reported "capsular contracture baker grade IV and breast pain". Healthcare professional later reported "capsular contracture baker grade IV (change in breast shape, firmness, pain, high riding implants)". This record is for the right side. The device has been explanted and replaced with another manufacturers device.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV and breast pain". Healthcare professional later reported "capsular contracture baker grade IV (change in breast shape, firmness, pain, high riding implants)". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. As per the investigation procedure, creases, wear abrasion and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b3, b5, d3, d9, g1, h3, h6.